Event description:
It was reported that the user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet, after which the connection re-established and glucose readings resumed; the issue aligned with an intermittent communication failure potentially related to electrical or magnetic interference affecting the antenna or bluetooth connectivity. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact, with blood glucose not affected and no alerts or alarms. User support included communication and analysis of the information provided. Investigation of this case revealed an interoperability problem identified consistent with intermittent communication failure, with potential involvement of the antenna as the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to environmental electrical or magnetic interference rather than a component failure.